Event description:
Information was received from a patient who was implanted with a neurostimulator for gastrointestinal/pelvic floor. It was reported that there was a loss or change of therapy. The patient wanted some help increasing stimulation because she was peeing herself, which started about a week ago in (B)(6) 2016. Stimulation was felt and therapy was on. The situation was not resolved. There was no trauma or fall that could be related to this issue. The patient was on 1.5v and after increasing stimulation it was felt in the correct area. The patient was not sure why the device failed. The patient could not feel it so thought it was working. The patient was not able to adjust the intensity. The patient did change batteries but there was no difference and the incontinence became more frequent. The patient realized the device was not working. The patient took the device to the doctor who spoke with a manufacturing representative (rep) and they decided the battery was to be replaced. The patient thought she needed a higher stimulator number.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.